Event description:
Related to MFR ref 3005188751-2013-00011. During an atrial fibrillation ablation procedure performed with a therapy cool flex ablation catheter, a cardiac perforation occurred. Transseptal puncture was performed using a brk transseptal needle. The cool flex ablation catheter and a reflexion spiral diagnostic catheter were advanced into the left atrium and geometry was collected followed by radiofrequency ablation. Near the conclusion of the procedure, the patient became hypotensive and ultrasound revealed a cardiac tamponade, the physician performed a pericardiocentesis, which stabilized the patient. The patient has recovered from the cardiac tamponade. The physician indicated that the perforation most likely occurred during transseptal puncture or while ablating in the left atrium. He also indicated there were no performance issues with any sjm device.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification of the reported cardiac tamponade is anticipated procedural complications as this event is a known physiological effect of the procedure as stated in the IFU.